Event description:
Additional information received reported that the ins and recharger were working as expected now. It was noted that the patient previously reported that her stimulator was not working but it was clarified that the patient was actually talking about her recharger. It was noted that in september, the patient started charging again and using the ins because, she was in pain. It was further noted that it charged normally and worked. It was noted that the charge only lasts one week and that the patient¿s voltage was at 5v. It was noted that all equipment seemed to be working as expected.

Event description:
It was reported that the patient needed to charge her implantable neurostimulator (ins) ¿a lot more frequently.¿ it was noted that the patient reported charging more than expected. It was further noted ¿lately she had been having to charge her ins more frequently than she has in the past every other day. It was noted that a problem with the patient programmer was reported. The reporter stated that she was not able to connect with her ins. It was noted that the patient described the ¿low battery¿ screen on her programmer. It was noted that the patient put in new batteries and was able to connect to ins. Additional information received reported that the patient checked her ins on the night prior to report and it was half charged. It was noted that the patient got it charged and then she went to bed. It was noted that the next day the patient could not feel stimulation. It was noted that the doctor had not checked her ins battery level yet. It was noted that the patient was feeling stimulation. It was noted that the patient was recharging ins every other day. It was noted that the charging interval were more often than what it used to be. Additional information received reported that the patient never had therapeutic effect. It was noted that since implant spinal cord stimulation was not helping the pain that was always there. It was noted that the patient had memory problems. It was noted that the implant was shutting off on its own and running down. It was noted that the patient had to recharge it every 2 or 3 days and it¿s coming down fast. It was noted that the patient thought the battery was going dead. It was noted that stimulation was at 5 volts. It was noted that the patient spoke with manufacturing representative and they suspect that the implant was going low. It was noted that the patient reported ¿burning out 3 because her doctor told her stimulation was too high.¿ it was noted that the doctor was scared to give her pain medication. It was noted that the patient was not sure if they were going to put a new ins in or work with the current ins. Additional information received reported that the patient was having an issue with her machine. It was noted that the patient was scheduled for a doctor¿s appointment on the day of report to have manufacturing representative to check her battery because it is old. It was noted that the patient had to charge every 3-4 days and that the ins was turning its self-off. It was noted that the patient was not feeling well and would like to reschedule. Additional information received reported that the patient¿s ins shuts off every couple of days. It was noted that this had been going on for several months. It was noted that the ins was not staying charged. It was noted that the patient used to be able to go weeks without charging. It was noted that the patient was charging at the time of report. It was further noted that the patient had all 8 coupling boxes. It was noted that the charge would not last long and that the ins discharges every 2-3 days. It was noted that the night before the last night prior to report the ins was three fourths full and then on the morning of report it was dead. It was noted that the patient got up on the morning of report and could barely move. It was noted that the patient had an appointment with the follow up health care professional (hcp) and manufacturing representative but was unable to make it because she had the flu. It was noted that the patient was seeing her primary care physician on the day after report for a referral. It was noted that the patient said she was hurting and has been out of pain medication for 2 weeks. It was noted that the patient was in the ER on sunday getting a shot. It was further noted that the patient had been in pain for 40 years. It was noted that for the past few months prior to report the patient noticed the indicator to charge your recharger has come up on the implantable neurostimulator recharger (insr) while recharging her ins. It was noted that the patient typically has the insr plugged into wall while charging but not between charging session. It was noted that it takes between 5-7 hours to fully charge.

Manufacturer narrative:
Concomitant products: product ID: 3708220\, serial# (B)(4), implanted: (B)(6) 2006m, product type: extension. Product ID: 3487a-33, lot# j0217084v, implanted: (B)(6) 2002, product type: lead. Product ID: 3487a-33, lot# j0217084v, implanted: (B)(6) 2002, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 37751, serial# unknown, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient, (B)(4).